Manufacturer narrative:
Evaluation completed. Ten dp5531 pouches from lot w4203 were returned. The expiration dates on the labels is 2024-03-18. Nine of the pouches are sealed and contain two each green colored irrigation sleeves. One pouch was returned opened, but there are no sleeves inside. This pouch is empty. The particle as described in the complaint "same color and size of the cut outs from the sleeve" was not returned. All nine of the sealed pouches were opened for inspection. All 18 irrigation sleeves were microscopically examined, none of the particulate matched the description were observed. The source and origin of the described particle cannot be determined, as none were found on the returned samples. The sterilization and lot history records were reviewed and found to be acceptable. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported a particle entered the patients eye during surgery. The surgeon aspirated it from the eye with no impact to the patient. Product has been discarded, there will be no product returned.

Manufacturer narrative:
Evaluation completed. Ten dp5531 pouches from lot w4203 were returned. The expiration dates on the labels is 2024-03-18. Nine of the pouches are sealed and contain two each green colored irrigation sleeves. One pouch was returned opened, but there are no sleeves inside. This pouch is empty. The particle as described in the complaint "same color and size of the cut outs from the sleeve" was not returned. All nine of the sealed pouches were opened for inspection. All 18 irrigation sleeves were microscopically examined. No particles were found in the pouches as described in the complaint description. The source and origin of the described particle cannot be determined, as none were found on the returned samples.

Manufacturer narrative:
The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Investigation complete.